Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic repair for zenker's diverticulum, while transecting the tissue of the wall of the pouch and esophagus, the device did not cut all the way to the end of the reload. The surgeon used laser to resolve the issue and complete the case. There was no patient injury.